Event description:
The patient received her scs system on (B)(6) 2007. It was reported on (B)(6) 2007 that the ipg would not communicate with the patient programmer or charging system. Two other programmers and chargers were tried with the same results. An x-ray showed that the ipg had flipped. During a procedure to reposition the ipg on (B)(6) 2007, it was found that the ipg had already flipped back to the correct position. The ipg was not explanted. The ipg communicated with the patient programmer and charging system correctly after the revision. No further information is available.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.